Event description:
It was reported that on (B)(6) 2009, a 3.5 x 28 mm vision stent was implanted in the proximal to mid circumflex. In nov of that yr, the pt experienced chest pain and in (B)(6) 2010, a 50% stenosis was confirmed. On (B)(6) 2010, two xience v stents were successfully implanted, a 3.0 x 28 mm in the proximal to mid circumflex, and a 3.5 x 28 mm in the mid circumflex and second obtuse marginal. No additional info was provided.

Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the vision instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR or design.